Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was admitted due to the low and within 2 hours they went high requiring intravenous insulin and admission into the i.c.u. The customer was at 237, 240, to 268 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issues. The customer had to change the reservoir because of air bubbles and could see air bubbles in the set. The customer was having sensor calibration issues as well as sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.